Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan spain alleging that his onetouch verio2 meter read inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy began on (B)(6) 2015 at 3:16pm. The patient stated that he obtained the result of "557 mg/dl" using the subject meter. The patient stated that he took 30 units of humalog kwik pen insulin instead of his usual dose of 6 units per 100 mg/dl blood glucose following the first test then he repeated the blood glucose test at 3:22pm and obtained the result of "134 mg/dl" using the subject meter. The patient denied that he developed any symptoms; however he called for an ambulance and his blood glucose was tested using an ems device and the result obtained was "over 100 mg/dl" (time not provided). The patient was taken to hospital where he stated that he tested again at 6:11pm using the subject meter and the result obtained was "39 mg/dl". The patient denied that he received any treatment at the hospital and said that he wasn't admitted to either ER or the hospital as he felt fine and he went home. The patient also stated that on a different date, he obtained two consecutive results of "525 and 363 mg/dl" using the subject meter (date/time not provided). Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20%. At the time of troubleshooting, the csr noted that the test strips had not expired or been open for longer than the discard date, the test strip vial was not cracked or broken, the patient did not have control solution available to perform a walk-through test, the patient was using the correct testing technique, the subject meter was set to the correct unit of measure setting and the patient was using an approved sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient obtained a blood glucose result of "39 mg/dl" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.